Event description:
The consumer reported the humidifier ran out of water during the night and started to smoke and glow. When he went to unplug the unit, it caught on fire. He was able to smother the fire out, but it resulted in smoke damage to the bedroom. No injuries were reported with this incident.